Manufacturer narrative:
The complaint investigation is ongoing. The device was not returned for evaluation. Angiography imaging will be reviewed as part of the investigation. If further information regarding this event becomes available, or the investigation is concluded, a follow-up report will be submitted.

Event description:
A total occlusion of the left superficial femoral artery (sfa) was reported. The occlusion extended from the ostial segment beyond the biomimics 3d stent, which had been implanted two months previously in the proximal popliteal artery. A contralateral access was used via the right common femoral artery (cfa) with a 7 fr sheath. A .035" guide wire was also used and was in a subintimal plane. After several attempts the physician aborted and will bring patient back to attempt pedal access at a later date. The patient is reported as having diffuse disease in both legs and percutaneous transluminal angioplasty (pta) and stent implantation was used to treat the left external iliac artery after unsuccessfully attempting to cross sfa. The physician suspected there was a stent fracture in the biomimics stent and this is being investigated. The physician reported the patient also had a biomimics in the right leg which was still patent and added that the patient had continued to be noncompliant and continued to smoke despite his recommendations.

Manufacturer narrative:
The device history review was completed. There were no issues identified that could have contributed to the reported complaint. The subject was implanted on (B)(6) 2021. On the (B)(6) 2021 the physician noted atherosclerotic stenosis and total occlusion of the sfa distal to the biomimics device. The patient had long segments of stenosis in both legs, as well as left external iliac disease. The physician elected to treat the patients left superficial femoral artery (sfa). A contralateral approach was used. However, while using a .035" terumo glidewire the physician was unable to traverse the target lesion and stopped after multiple attempts to cross the lesion failed. The physician treated the left external iliac disease with angioplasty and stent placement. The physician made reference to a suspected fracture in reference to the biomimics 3d device placed in the left distal sfa/popliteal artery. A review of images of the implanted biomimics 3d stent was performed as part of the investigation. These images were not the procedural angiographic images but were smartphone images taken by the veryan representative present at the procedure. There was no evidence of stent fracture identified on the images reviewed. There were multiple requests made to the site by the investigation team for the procedural angiographic images, however no further imaging was made available. In summary, there is no evidence of a stent fracture in the images that have been received. Given that the raw angiographic image data has not been received from the site, the investigation has been unable to determine if there is presence of a stent fracture in this case. There were no issues found following the investigation. The coding has been updated to reflect completion fo teh investigation. The reported complaint is not related to a deficiency of the device. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.